Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a possible infection. Redness over the generator site was reported; however, not within the electrode location. The patient reported, bugs had been biting him at the pocket location. No return of product is expected and no reports of any replacement system at this time.